Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician was unable to interrogate patient's generator, but that a backup programming system was available so no patient was affected. A company representative performed troubleshooting on the physician's device by swapping a known good wand and serial cable with the physician's wand and serial cable on the known good tablet; however, a demo generator was unable to be interrogated. The physician's tablet was then used with a known good serial cable and wand and the generator was able to be interrogated. The physician's tablet was used with the physician's serial cable and a known working wand and the generator could not be interrogated. The physician's wand was then used with the physician's tablet and a new serial cable which resolved the issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.